Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, a versacross connect laac was selected for use. Patient anatomy was known to be challenging given extremely limited depth, but physicians chose to proceed. No effusion was noted prior to the case. Access and transseptal puncture was performed normally with minimal wire manipulation. The physician positioned the watchman sheath in the laa of the patient and then inserted the watchman delivery system. The closure device was deployed in the laa and recaptured multiple times. The closure device remained too proximal each time. The physician decided to attempt a 31 mm wds instead. As the physician inserted the wds into the was, it was noted via imaging that the patient had a growing pericardial effusion. The physician continued the procedure and deployed the 31 mm wds multiple times but ultimately was not successful in implanting the device in the laa of the patient. The procedure was ended with no closure device implanted. The pericardial effusion was still growing so the physician performed a pericardiocentesis. 415 cc of blood was drained from the patient. No other complications were reported to have occurred, and the patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis. It was further reported that no malfunctions or contribution from versacross were noted. The versacross system was not considered to have any impact on the adverse event. Act was therapeutic. The patient was discharged the following monday.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2) and describe event or problem (b5), in section b: adverse event or product prob, impact codes (f10 and h6), in sections f: for use by uf/importer and h: device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, a versacross connect laac was selected for use. Patient anatomy was known to be challenging given extremely limited depth, but physicians chose to proceed. No effusion was noted prior to the case. Access and transseptal puncture was performed normally with minimal wire manipulation. The physician positioned the watchman sheath in the laa of the patient and then inserted the watchman delivery system. The closure device was deployed in the laa and recaptured multiple times. The closure device remained too proximal each time. The physician decided to attempt a 31mm wds instead. As the physician inserted the wds into the was, it was noted via imaging that the patient had a growing pericardial effusion. The physician continued the procedure and deployed the 31mm wds multiple times but ultimately was not successful in implanting the device in the laa of the patient. The procedure was ended with no closure device implanted. The pericardial effusion was still growing so the physician performed a pericardiocentesis. 415cc of blood was drained from the patient. No other complications were reported to have occurred, and the patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.